Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Unsuccessful attempts were made to obtain additional information. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation in progress. Device location unknown.

Event description:
On may 16, a journal article titled "trabecular metal tibia still stable at 5 years", by anders henricson et.al was received reporting a comparison study of 22 patients (26) knees who received an uncemented tm cruciate-retaining tibial component and 19 patients (21 knees) with a cemented nexgen option cruciate-retaining tibial component. It was reported that 2 patients in the tm group suffered persistent anterior knee pain. Both received a secondary patella component. Of the 2 patients, one patient did not improve.